Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19may2020.

Event description:
It was reported that the ventilator's battery was not able to charge while it was plugged into alternating current (ac) power. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the backup battery to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.